Event description:
An olympus representative reported to olympus, he had seen a news report on tv of a potential exposure of hepatitis b and hiv to patients at a facility where olympus equipment was potentially used. A second olympus representative reported an updated news report which stated three (3) patients tested positive for infectious diseases at the same facility. There was one (1) who tested positive for hepatitis b and two (2) patients for hiv. It was also reported the customer was not changing the chemical nor testing minimum recommended concentration (mrc) or using alcohol with 2 oer-pro machines. It is known that this facility uses olympus devices; however, the relationship between the affected patients and any olympus devices has not been determined. This medical device report (MDR) is being submitted to capture the potential infections that may have been caused by olympus endoscopes reprocessed with either of the 2 oer-pros used at this facility. The following medwatch reports are related: (B)(6) - 1st oer-pro, patient 1 - hepatitis b, (B)(6) - 1st oer-pro, patient 2 - hiv, (B)(6) - 1st oer-pro, patient 3 ¿ hiv, (B)(6) - 2nd oer-pro, patient 1 - hepatitis b, (B)(6) - 2nd oer-pro, patient 2 - hiv, and (B)(6) - 2nd oer-pro, patient 3 - hiv. This medwatch report is for patient identifier (B)(6).